Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was used during the endovascular treatment of a 60mm abdominal aortic aneurysm . It was reported during the index procedure, after the main body was implanted the contralateral limb was inserted however delivery could not be performed and so it was temporarily removed. A dilator was inserted and the limb was reinserted however the delivery of the limb could not be achieved. The device was removed in an attempt to change the wire, and it was observed that the outer sheath on the delivery system was twisted making it difficult to expand. The physician deemed it dangerous to reinsert. The wire was then changed to a hard wire and a new additional limb was inserted and implanted successfully without any problems. No issues were found on the device prior to use, therefore the twisted outer sheath and the differences in level between the graft cover and the tip were all caused when the delivery system was advanced through the patient anatomy. Per physician, the cause of the delivery issue was anatomical related. It was noted there was a 90 degrees or more bend from the iliac artery to aorta. The neck just below the renal artery was also bent 90 degrees in the opposite direction in a s-shape making delivery difficult. It was further noted that there were also differences in the level between the graft cover and the tip so there was a feeling of getting stuck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the delivery system and deployed graft was returned for analysis. A gap was observed between graft cover tip and the taper tip despite the external slider being in the home position. The graft cover was severely curved. Twisting and deformation was visible along the graft cover extending 24.5cm from the tip. The reported deformation was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.